Manufacturer narrative:
Device evaluation: tamper seals were broken. Check plunger sensor error was duplicated. The flippers were not set properly in the plunger head and would not retract all the way down due to incorrect assembly by the customer. To resolve the issue, the timing plates were reset within the plunger head and all the plastic parts of the plunger parts of the plunger head were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device alarmed an error check plunger sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.